Event description:
The iab leaked. That was the only info available from the contact. On 1/17/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - reported 10/10/96. Patient's current status: unk - rpt'd 10/10/96.

Manufacturer narrative:
Device label code for f10. Position 1: 1738